Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section a4- the patient's weight was inadvertently omitted from previous regulatory report [regulatory report number (B)(4)]. A patient experienced ineffective stimulation/ lead migration was reported to abbott. The issue was confirmed via x-rays. In an update, it was reported the patient underwent a fully system explant on (B)(6) 2023. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: although there is lead migration, the patient was referred for evaluation regarding scs trial. However, due to patient needing amputation of leg, no intervention is planned. This device is no longer considered reportable.

Event description:
Correction: although there is lead migration, the patient was referred for evaluation regarding scs trial. However, due to patient needing amputation of leg, no intervention is planned. This device is no longer considered reportable.

Event description:
Related manufacturer report number: 1627487-2023-04645. Additional information indicates that surgical intervention was undertaken on 21sep2023 wherein the drg system was explanted to address the issue.